Event description:
Physio-control received a report from the customer that the device would not deliver shocks with electrodes. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the device and was unable to verify the reported issue. The device passed functional and performance testing and will be returned to the customer for use.

Event description:
Physio-control received a report from the customer that the device would not deliver shocks with electrodes. This issue is patient related; however there was no adverse patient outcome reported.